Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the 12v power supply was internally shorted on the computer / analog (ca) board near the j1 battery connector. The cause of the inability to power on is the shorted power supply. The root cause of the shorted power supply cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.